Event description:
It was reported that during the middle of the bone removal stage of the femur, an error that said "handpiece error" appeared and suggested it could be a connection or motor error issue. They tried to re-calibrate and re-home, but the error was still present. The handpiece was swapped out for its backup to continue the procedure with a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial: (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The "could not communicate with handpiece error" appeared at the start of the handpiece test. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is internal cable wiring failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.